Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 860mg/dl. The events leading to her admission was stomach pain, keytones in urine, and excessive thirst. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Assisted the customer performing the high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.